Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: gmk primary standard femur component size 4 right: code (B)(4) / lot 102994 (25 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 21 items belonging to this lot have been already implanted and no similar incidents have been reported. Gmk primary fixed uc tibial insert size 4 thickness 12: code (B)(4) / lot 103157 (25 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The 23 items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.